Manufacturer narrative:
This report is submitted on may 27, 2022.

Event description:
Per the clinic, the patient experienced no response to stimulation. The device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device on the contralateral side during the same surgery.